Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was not providing airflow. The device was not in patient use. The device's system board and machine flow sensor were replaced to address the issues. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, and cleaning and software version was checked, which was not related to the malfunction/issue.